Event description:
It was reported that the ventricular lead exhibited intermittent loss of capture. The autocapture was disabled and sensitivity was reduced. The lead was capped and replaced on (B)(6) 2013.